Manufacturer narrative:
Correction to section d.

Event description:
After the primary surgery in (B)(6) 2018, the screw was going to be removed on (B)(6) 2019. At the time of removal of the screw, the surgeon forgot to take out the end cap on screw. Therefore, the screw was overloaded and broke during removal. Since there was no instrument for broken screw, it was closed as it was. The revision surgery will be rescheduled.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remained inside the patient.

Event description:
After the primary surgery in (B)(6) 2018, the screw was going to be removed on (B)(6) 2019. At the time of removal of the screw, the surgeon forgot to take out the end cap on screw. Therefore, the screw was overloaded and broke during removal. Since there was no instrument for broken screw, it was closed as it was. The revision surgery will be rescheduled.